Manufacturer narrative:
Additional information received on 04apr2016 from the initial reporter and includes: infection is not confirmed. Prosthesis replaced with anti-allergic model. On 08apr2016 the medical affairs director performed a clinical evaluation and commented as follows: tibial loosening in cemented tka 1,5 years after primary operation. Femoral component looks perfectly implanted, the tibia appears, on the single x-ray provided, to be rather well aligned but possibly a little undersized. In fact, as only lateral view is available, a small lack of anterior coverage is displayed, but it is difficult to determine the plane of this lack of coverage. This may or may not have contributed to the loosening. However, according to report local reactions were observed, infection was suspected and then not confirmed, so the possibility of allergic reaction was surmised. This might well be the real root cause of the problem. It is not possible to say if the suspected tibia undersizing did or did not contribute. Batch review performed on 13 april 2016. (B)(4).

Event description:
The gmk sphere implants have been removed because of tibial loosening and suspicion of infection. The patient received cerclage.

Manufacturer narrative:
On 15 june 2016 it was prepared a final report with the information already submitted in the initial report. On 26 june 2016 the report was sent to the initial reporter and the case was closed.